Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through clinical safety partner 3 trial that a patient with an unknown 25mm magna ease surgical valve, implanted in the aortic position, underwent a valve-in-valve procedure after an implant duration of approximately six (6) years, nine (9) months due to degeneration, severe stenosis, and mild regurgitation. The patient presented with symptoms of hf nyha ii. The tavr procedure was performed with a 26mm 9755rsl valve without complication.

Event description:
It was learned through clinical safety partner 3 trial that a patient with a 25mm 3300tfx aortic valve underwent a valve-in-valve procedure after an implant duration of six (6) years, 10 months due to degeneration, severe stenosis, and mild regurgitation. The patient presented with symptoms of hf nyha ii. The tavr procedure was performed with a 26mm 9755rsl valve without complication.

Manufacturer narrative:
Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a device malfunction. The root cause of this event was determined to be due to patient related factors. The event in this case was impacted by the progression of the patient's underlying valvular disease pathology with structural valve deterioration combined with the patient's other underlying risk factors, including history of bicuspid aortic valve, coronary artery disease, hyperlipidemia, dyslipidemia and diabetes mellitus. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. H11: corrected data: corrected section b5